Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation the bolus button was found to be missing.

Event description:
It was reported that the keypad is less responsive to presses. The up, down and ok buttons were affected. The audio bolus button is coming loose and less responsive to presses. It was reported there is no exposure to moisture.